Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by neurosurgeon that system and normal mode diagnostics revealed high impedance. The patient underwent full revision surgery on (B)(6) 2011. X-ray were taken and the radiologist did not observe any anomalies. The x-rays have not been sent to the manufacturer. There were no reports of patient manipulation or trauma that preceded the onset of the events. Good faith attempts to obtain the product back for product analysis have been unsuccessful to date.